Event description:
The distributor stated their customer claims the left brake just fell off the rollator. They are stating the patient has had the unit from (B)(6). They stated that the patient did not fall, catch it in a trunk drop it or smash it. They did not want replacement brake but wanted entire rollator replaced